Event description:
Caller reported a malfunction on pump. Blood glucose did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted caller with resetting the pump, and customer was instructed to call back if malfunction recurs. Customer acknowledged and understood advice and may continue to use pump.